Event description:
During a hip open reduction internal fixation (orif), the surgeon was implanting a 135 degree trochanteric fixation nail (tfn) and when he tried attaching the 135 degree guide jig and the 135 degree aiming arm, part number 357.92, the jig was unable to fit onto the 135 degree aiming arm. Although another aiming arm and guide jig were available, the surgeon elected to complete the surgery freehand without the aid of the guide. The surgery was completed successfully with 5 minutes delay. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: an additional evaluation was completed: there were several small pieces of metal noted during the product development evaluation that appeared to be coming from the hole in the aiming arm used to hold the blade guide sleeve. Based on the photos taken during that evaluation, it appears that 5 metallic shavings were recovered by the investigating engineer, all of which were sent to product development for additional evaluation. The pieces were confirmed to be aluminum with black anodize consistent with the aiming arm material. The 5 pieces were noted to be 1.36 mm x 0.32 mm, 2.00 mm x 0.2 mm, 1.75 mm x 0.2 mm, 2.78 mm x 1.18 mm, and 3.01 mm x 1.02 mm. All 5 pieces are irregularly shaped and the 1.36 mm x 0.32 mm and 2.78 mm x 1.18 mm pieces appear to have a twist or cork screw appearance to them. The returned aiming arm is approximately 9 years old and has some evidence of use and wear in the hole for the blade guide sleeve. The black anodize coating is worn through along the edges where the od of the blade guide sleeve could contact if not properly aligned or may contact while turning the buttress/compression nut. A visual examination of the ID of the blade guide sleeve hole did not reveal and evidence of base metal being removed that could account for the pieces identified during the pd evaluation. The mating pieces used during the investigation are used on a regular basis for evaluating returned parts and it is possible that the debris was present on the blade guide sleeve or buttress/compression nut prior to mating with the device returned on this complaint. Based on the condition of the aiming arm, it is unlikely that the recovered pieces came from the device returned on this complaint. Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of device history records was performed and no complaint related issues were found. The investigation could not be completed and no conclusion could be drawn as the product is entering the complaint system. Placeholder.

Manufacturer narrative:
This device is intended for treatment, not diagnosis. Additional information: a product development evaluation was performed. A visual inspection of the aiming arm spring loaded locking ring and button reveals no remarkable damage. The aiming arm body was unremarkable for damage and in near pristine condition. The locking ring housing was unremarkable for damage other than very slight wear was observed on the gold anodized coating which is consistent with normal use. During this evaluation, the returned aiming arm was assembled with a blade guide sleeve and compress buttress without issue and the complaint condition could not be replicated. The returned instrument functioned as intended; therefore, the complaint is considered invalid from a design perspective.